Event description:
It was reported that patient was getting uti's due to buildup in tubing. They used alcohol and water with kit daily but went over the steps that was recommended. Advised to clean with soapy solution and then disinfect with alcohol. They inquired where they can get the tubing. Advised tubing was not sold separately and informed about kit. Sent to cs to further trouble shoot. It's unclear if lot number was requested. Used with female wicks. Per additional information received via email on 16jul2025, patient was inquiring about buying the tubes to change on a daily basis. There was mineral in patient's units and builds in the tubes and connection to the canister and the wick. The bacteria get attached and grow on the sediments. They have no pictures for such. They have started cleaning the tubes with dish water soup and bacteria disinfectant for kitchen. They have our doctor do many cultures on the urine since patient have problems with heat and discomfort during urination. They have spent a period of six months collecting urination for testing and patient had to take antibiotics. Overnight cleaning of all tubing and connecter was helping but it was a lot of work. They prefer to replace this on a daily basis, like hospitals do. They noticed that the wick sometimes works by collecting urine and other times it did not. They requested to check on manufacturing control to see if they were within medical specification. One box works well. And few time times 70 percentage of the wicks inside the box did not work at all.

Manufacturer narrative:
The reported event was confirmed user related as per the event. Sample was not available for evaluation. The root cause identified is "user does not follow instructions. Urine buildup. A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: collector tubing (with elbow connector) and pump tubing initial rinse: disconnect the collector tubing from the elbow connector and disconnect the elbow connector from the lid. Rinse the disconnected tubing thoroughly by running cool tap water through the inside of the tubing. While rinsing, remove any excess dirt by wiping the outside of the tubing and elbow connector with low lint disposable wipes. While rinsing, flush the tubing with cool tap water to remove any excess dirt. Cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely submerge the tubing and elbow connector in the solution and allow it to soak for a minimum of ten (10) minutes. At the beginning of the soak time, flush the inside of the tubing with the prepared solution. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the tubing and elbow connector for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the tubing and elbow connector thoroughly with cool tap water until there is no visible sign of the soap cleaning solution. While rinsing, flush the inside of the tubing with the tap water. Visual inspection: inspect the tubing to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on or inside the tubing. Disinfection: fully submerge the tubing and elbow connector in 70 percentage isopropyl alcohol (ipa). Allow it to soak for a minimum of ten (10) minutes. Flush the ipa through the tubing, prior to starting the ten (10) minute time. Or prepare a disinfecting solution to yield a 0.1 percentage sodium hypochlorite (bleach) solution, using manufacturer's recommendations if applicable. An example dilution for bleach that has a 5.25 percentage initial concentration is to dilute 1/3 cup bleach with 1 gallon of cool water to yield a 0.1 percentage sodium hypochlorite (bleach) solution. Fully submerge the tubing and elbow connector in the diluted disinfection solution. Allow it to soak for a minimum of forty-five (45) minutes. Flush the diluted disinfection solution through the tubing, prior to starting the forty-five (45) minute time. Rinse: rinse the tubing and elbow connector thoroughly with cool tap water, ensuring that the inside of the tubing is flushed with water. Drying: dry the tubing and elbow connector outer surface with a clean low lint towel or cloth and allow the inside of the tubing to air dry for a minimum of thirty (30) minutes at room temperature. "Canister and canister lid initial rinse: rinse the canister and lid thoroughly with cool tap water. While rinsing, remove any excess dirt by wiping the canister and lid with disposable low lint wipes cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Fully submerge canister and lid in the solution. Allow it to sit for a minimum of ten (10) minutes. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the canister and lid for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the canister and the lid thoroughly with cool tap water until there is no visible sign of the cleaning solution. Visual inspection: inspect the canister and the lid to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat steps above until there is no sign of debris or dirt remaining on the canister and lid. Disinfection: fully submerge the canister and lid in 70 percentage isopropyl alcohol (ipa). Allow it to sit for a minimum of ten (10) minutes. Or prepare a disinfecting solution to yield a 0.1 percentage sodium hypochlorite (bleach) solution, using manufacturer's recommendations if applicable. An example dilution for bleach that has a 5.25 percentage initial concentration is to dilute 1/3 cup bleach with 1 gallon of cool water to yield a 0.1 percentage sodium hypochlorite (bleach) solution. Fully submerge the canister and lid in the solution. Allow it to sit for a minimum of forty-five (45) minutes. Rinse: rinse the canister and the lid thoroughly with cool tap water. Drying: dry the canister and lid with a clean low lint towel or cloth." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.